Manufacturer narrative:
Integra investigation; a review of integra complaints tracking database for ip1p since 2014 reveals no similar complaint. Over (B)(4) ip1p licox probes and kits have been sold since january 2014 . No trend is observed. According to the complaint form, the licox probe got out of the patient when the patient was having a scanner. The hospital form documents that according to them, the cause of the event is linked to the behavior of nursing staff performing the scanner. Device quality is not a cause.

Event description:
The probe got out of the patient 's head when the patient went to the scanner. There was no risk to the patient. However, another device was inserted.